Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range (oor) pacing lead impedance (pli). Additional information indicated that the high oor pli was first noted during routine device follow-up. The device was at elective replacement indicator (eri). The high rv pli could not be reproduced with the new pacemaker. A device replacement was performed. This lead remains in service. No adverse patient effects were reported.